Event description:
It was reported that the patient experienced an urgent low glucose event reported at a value of 55 mg/dl, treated with glucose tablets and juice, after which blood glucose rose to a reported high of 265 mg/dl and remained elevated for an extended period before stabilizing. The patient¿s spouse suspected sensor inaccuracy, and a confirmatory blood glucose meter check was not performed. Symptoms included polyuria during hyperglycemia, with no symptoms reported at the time of hypoglycemia. Outcomes included transient hypoglycemia followed by hyperglycemia without hospitalization. Investigation included troubleshooting and education focused on urgent low glucose management and prevention of overtreatment. Investigation of this case revealed that the event was consistent with overtreatment of hypoglycemia, which can lead to rebound hyperglycemia, and there was no confirmation of sensor inaccuracy. It was concluded, based on previously established findings for similar reports, that user-related overtreatment of hypoglycemia was the most probable cause.

Manufacturer narrative:
Initial.